Event description:
Add'l info received from reporter on 05/11/2016 for report mw5060892: flawed design, material used in manufacturing the device is brittle, so device breaks easily especially at connecting points. Fittings are also loosening.

Event description:
Caller reports the oxygen tubing closed off during use and caused caller to wake up smothering for air with breathing difficulties. Tubing kinks easily and gets knotted as well. When the oxygen supply closed off, the alarm did not go off as expected. The tubing material appears to be very thin and the inside diameter is also much smaller than expected. Caller explains that this could have potentially killed her and does not want this to happen to anyone.